Event description:
It was reported that the customer experienced an issue with pump touchscreen responsiveness, as the screen was frozen and non-responsive to input. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset with guidance from technical support but remained unable to interact with the screen. The customer opted to use multiple daily injections as a backup therapy.